Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio2 meter. Results as follows:" date: (B)(6) 2012, inratio2: 4.5, inratio2: 1.0. Time elapsed between each method of testing is ten minutes. Pt's therapeutic range is 2.0-3.0.